Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to diodes, designators cr21 and cr22 on the therapy pcb assembly being shorted.

Event description:
The customer contacted physio-control to report that the service led on their device was illuminated and that several event codes had been logged into the device's memory. During device evaluation, physio-control observed that the device could not complete a charge cycle to deliver defibrillation energy. When the charge button was pressed, the message 'disarming' would appear, and the device would not complete the charge cycle. There was no patient use associated with the reported event.